Event description:
It was reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 37761, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient last felt stimulation 2 nights prior to this report. The implantable neurostimulator recharger (insr) would not hold a charge. This occurred the day prior to this report. It was confirmed the green light was showing on the desktop charger (dtc). No issue was noticed with the connector pin. The patient was seeing the ¿charge insr¿ screen but the insr would not charge. Another wall outlet had also been tried and it was noted that the insr stayed in the case. The insr was not holding a charge. Upon return of the recharger, analysis was unable to verify the complaint. No issues were found during bench testing and no issues were found with charging the implantable neurostimulator (ins) or recharger. No communication problems were found. The faceplate was replaced due to being scratched. C100. Follow-up was performed to determine if the patient had required any assistance with their device or therapy and if they had any further concerns. This event will be updated if additional information is received.